Event description:
Boston scientific-target was notified that the gdc 10-ultra soft stretch resistant coil synerg detection circuit was placed and deployed. When the physician went to back out, the coil was not detached and backed out into the vessel. Corrective action taken: the physician tried to push the coil back in as best possible and detach it again. Procedure outcome: detachment successful the second time. Coiling completed with a portion of the coil out in the vessel. Patient codition: patient had vasospasm and r/o stroke. Treated for vasospasm.